Event description:
A report was received that the patient had tenderness patch administered at l1-l2 level where the stimulator implant was located. The patient was also experiencing thoracic spasm and pain due to irritation from the lead anchor in the thoracic spine. An ultrasound guided peri-anchor injection confirmed scs anchors was the source of irritation. It was believed that the spasm was not device related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2138-70 serial #: (B)(4), description: scs 70cm iii lead. Model#: sc-1110, serial#: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had tenderness patch administered at l1-l2 level where the stimulator implant was located. The patient was also experiencing thoracic spasm and pain due to irritation from the lead anchor in the thoracic spine. An ultrasound guided peri-anchor injection confirmed scs anchors was the source of irritation. It was believed that the spasm was not device related. The patient underwent an explant procedure. No device malfunction was suspected.